Event description:
It was reported after withdrawal from the patient, there was a crack in the insulation of the device. There were no consequences to the patient.

Manufacturer narrative:
Visual inspection of the returned catheter revealed the tip shaft bond had separated. Evidence of the tip shaft having been adequately secured with uv adhesive was confirmed by the presence of a uniformed band of adhesive around the entire tip shaft. The device was consistent with having been separated by force. Review of the device history records confirmed this device met manufacturing requirements prior to shipment. Date submitted to FDA by manufacturer: 11/16/2010, date the initial reporter provided the information to the manufacturer: (B)(6) 2010.